Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The customer ended the call before any personal or product info could be obtained. No product will be returned.

Manufacturer narrative:
The customer ended the call before any personal or product info could be obtained. It's not possible to determine the MFR date without a lot number.